Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a nuerostimulator for non-malignant pain. It was reported that patient had requested reprogramming. The patient stated that therapy had changed after they fell on their side a week ago. The patient reported that they started feeling pain around the waistline area again. The manufacturing representative was able to meet with the patient for reprogramming. Impedances were check and were normal. Reprogramming was able to cover waistline pain. The fall was determined to due other symptoms not related to device. No further complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.